Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous left anterior tibial artery. Ipsilateral approach was obtained from the groin. The sterling es mr 1.5mm x 20mm x 143cm balloon crossed the lesion. On the first inflation the balloon ruptured at twelve atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is listed as good.

Event description:
It was further reported that the lesion was severely calcified. The balloon was removed intact. The patient did not have any symptoms of any kind when the balloon ruptured.